Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the catheter came apart a the junction to the locking device after an unknown procedure. This occurred while transferring the patient back to bed and the staff noted the drain was leaking. The catheter was clamped and the chest tube was removed by the physician. A cxr (chest x-ray) was done to rule out pneumothorax. There was no reported harm to the patient.